Manufacturer narrative:
The reported date of implant was (B)(6) 2013; however, the device was returned for evaluation on (B)(4) 2013. It cannot be confirmed at this time if the device was implanted and then explanted. Device was returned for evaluation. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional code: hwc. Device is not distributed in the united states, but is similar to a device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
This is 1 of 2 reports for the same event, (B)(4).

Event description:
A hospital in (B)(6) reported the surgeon had placed a pfna ii nail and was attempting to insert the 90mm blade. Half way in the blade hit the nail and the surgeon removed the blade for inspection. He noted the blade was wobbling on the inserter. He tried again with an 85mm blade with the same result. The surgeon then reamed the patient again and chose a 95mm blade which was inserted without issue. The surgeon indicated he did not encounter resistance while reaming prior to insertion of the blade. No adverse effect to the patient was reported. This report is #1 of 2 for the same event.

Manufacturer narrative:
This device used for treatment and not diagnosis. The device passed the required functional test successfully. The failure as per event description could not be duplicated. The blade was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances.